Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the ventilator's internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.